Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a fluid leak on unicel dxc 800 pro synchron clinical system. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer initially reported calibration failure on mc (modular chemistry) albumin. It was after the customer performed maintenance on the instrument. The customer raised the module to troubleshoot and found it was leaking underneath. On (B)(4) 2011, bec field service engineer (fse) performed service on the instrument. The fse isolated problem to the mc side, and found a bad t-valve on mc syringe. The fse replaced the t-valve. Calibration was performed with no problems noted. The fse verified repair per established procedures. As of (B)(4) 2011, the customer has not contacted bec with requests for further assistance for this issue. (B)(4).